Event description:
Failure to install smartview 2.44 for the subject programmer was reported. Upon upgrade, windows error message was displayed stating that the system has a lack of virtual memory and to increase the virtual memory size. Files were missing and the content of the usb key was not accessible anymore. After un-installing and re-installing the smartview 2.44, the same behavior was observed. Preliminary analysis showed a hardware corruption and the subject programmer was returned for repair in our laboratory.

Event description:
Failure to install smartview 2.44 for the subject programmer was reported. Upon upgrade, windows error message was displayed stating that the system has a lack of virtual memory and to increase the virtual memory size. Files were missing and the content of the usb key was not accessible anymore. After un-installing and re-installing the smartview 2.44, the same behavior was observed. Preliminary analysis showed a hardware corruption and the subject programmer was returned for repair in our laboratory.